Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported 4 months after the dental implant was placed in the mouth, the implant did not integrate in type ii bone. Clinician reports the patient's bone defect and bleeding. Upon removal, another implant was placed in the same site to achieve stability. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.rp.018375.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in the mouth, the implant did not integrate in type ii bone. Clinician reports the patient's bone defect and bleeding. Upon removal, another implant was placed in the same site to achieve stability. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.